Event description:
A dental assistant/hygienist was allegedly injured while conducting an x-ray exam of a patient. The unit the dental assistant was using fell off the wall and bruised the dental assistant's arm and shoulder. The patient was not affected.